Event description:
Fire department personnel responded to a person diagnosed in cardiac arrest. After attaching the device to the patient and turning it on, a service indicator was displayed and the device gave a continuous connect electrodes warning message. Use of the device was inhibited. A backup defibrillator was immediately available and used to administer defibrillation therapy to the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the immediate availability and use of a backup defibrillator.